Event description:
It was reported that surgical team experienced problems using the instruments to obtain proper alignement. Surgical time was extended over 30 minutes.

Manufacturer narrative:
The affected devices were not available for evaluation. A review of shop order paperwork shows no issues. No product was returned therefore no dimensional investigation could be conducted. Engineering investigation determined after checking the varus/valgus angle for this case, the medial proximal condyle lines up with the proximal condyle of the x-ray. However, the shaft does not line up with the x-ray image. The shaft was most likely over segmented. Also there were issues stitching the x-rays together which further caused the varus issue.

Manufacturer narrative:
A review of the device history record shows no issues. A dimensional investigation determined that the part meets specification. An engineering investigation determined that in order to determine the varus/valgus angle, the bone model is oriented to fit with a translucent image of a x-ray. The proximal medial condyle was used as reference when lining up the bone model with the x-ray in ug. After checking the varus/valgus angle for this case, the medial proximal condyle lines up with the proximal condyle of the x-ray. However, the shaft does not line up with the x-ray image. The shaft was probably over-segmented; therefore, the tibia shaft was not accounted for when aligning the bone model with the x-ray image. Rotating the bone model 0.5 degrees or 1.0 degree more valgus does help the bone model line up with the x-ray image. Over-segmenting was the most likely cause of the specific failure.